Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 - phone call, (B)(6) 2015 - email, (B)(6) 2015 - email a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit's ventilator was not functioning. No reported patient injury.